Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the needle of a bd insyte¿ autoguard¿ bc shielded IV catheter failed to retract after use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
DHR was not conducted because a lot number was not provided. Observations and testing of the returned unit and photos did not disclose any anomalies or damage. The needle was reset and actuation of the unit was conducted at which time the needle fully retracted meeting no resistance. Conclusion(s): indeterminate the defect described in the product incident report was not confirmed or replicated with the observations and testing conducted; therefore a definite root cause could not be established.

Event description:
It was reported that the needle of a bd insyte autoguard bc shielded IV catheter failed to retract after use. There was no report of exposure, injury or medical intervention.